Event description:
It was reported that at the patient¿s post-operative appointment at the doctors¿ office on (B)(6) an unknown infection was noted at that time and the patient was had their system explanted on (B)(6). A culture was taken at explant at the device pocket and lumbar region. It wasn¿t specified what type of organism was cultured but antibiotic treatment was necessary. The onset/diagnosis of infection was not specified. The patient also experienced pain at an unknown location. At the time of the report the patient was alive with no injury. There was no alleged product issue. No diagnostic testing or troubleshooting was required. It was unknown what the cause of the issue was or if the issue resolved. The manufacturer¿s representative (rep) further reported that they didn¿t know if the patient had meningitis. The patient was being referred to the (B)(6) for further work-up before having a spinal cord stimulator implanted again. No outcome was reported regarding this event. Further follow-up is being conducted to obtain t his information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type; lead. Product ID:977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via a manufacturer representative that the patient also experienced redness at the incision site prior to the explant. The cause was unknown. At the date of the original implant an impedance check showed that all the impedances were within normal limits and the patient was doing well with great stimulation coverage. The patient had their device explanted due to the infection and a replacement device was implanted on (B)(6) 2015. The issue was resolved at the time of this report.